Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no incomplete staple line was noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the first firing with a black cartridge and seamguard was perfect. On the second firing, with a black cartridge and seamguard, no staples were deployed on the patient side; there was an open hole in the stomach. On the specimen side the staples were fine. A 36 bougie was used to place a 34 bougie, the hole was sutured. A gastrectomy was done and the area around the misfiring on the patient side was stapled. The case was completed with another device of the same product code and a black cartridge. The surgery was prolonged one hour.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what was the patient¿s bmi and gender? Was there any change in the post-operative care of the patient as a result of the event or prolonged procedure? Gender and bmi unknown. No change in post op care.